Event description:
The customer's physician reported that the customer was hospitalized, but did not provide any additional information. Customer's physician also requested assistance with programming the insulin pump. Blood glucose level at the time of the call was 182 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.